Event description:
The initial reporter received questionable elecsys anti-tpo results for seven patient samples tested on the cobas e 801 analytical unit. One patient sample with discrepant results was noted from the list provided: on (B)(6) 2026, the initial result was 41 iu/ml. The field service engineer inspected the analyzer and determined that the event was consistent with an issue with the measuring cell in one of the channels. He replaced the measuring cell and verified the analyzer's performance with a blank cell calibration, mechanical and instrument checks, assay calibrations, and qcs. On (B)(6) 2026, the repeat result after the analyzer repair was 17.0 iu/ml.

Manufacturer narrative:
The reagent lot number is 90097001, with an expiration date of 30-apr-2026. The investigation is ongoing.